Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the force bipolar had a loose black cable on the tip. There was no report of patient involvement or patient injury. Intuitive followed up and confirmed that no further details related to the reported event are known or available.

Manufacturer narrative:
The instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Common causes of broken instrument conductor wire: bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.